Event description:
The report received from the affiliate states that the distal end of the sheath was found frayed during re-insertion. The patient's gender and age were unknown. The target lesion was unknown. Calcification, vessel tortuosity and the rate of stenosis were unknown. The product looked normal when taken from its packaging and was properly inspected and prepped. No anomalies were noted. A large friction/resistance occurred while inserting the britetip sheath introducer (complaint product) into the vessel (location unknown) so the device was removed. When the physician attempted to reinsert the device, the distal end of the outer sheath was found frayed. Another new product (details unk) was used and the procedure was completed without problem. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The report received from the affiliate states that the user had difficulty inserting a britetip sheath introducer. The product was removed and the distal end of the sheath was found frayed. Another product was used to complete the procedure successfully. The patient's gender and age were unknown. The target lesion was unknown. Calcification, vessel tortuosity and the rate of stenosis were unknown. The product looked normal when taken from its packaging and was properly inspected and prepped. No anomalies were noted. Large friction/resistance occurred while inserting the britetip sheath introducer (complaint product) into the vessel (location unknown) so the device was removed. When the physician attempted to reinsert the device, the distal end of the outer sheath was found frayed. Another product (details unk) was used and the procedure was completed without problem. There was no adverse event and the patient is in stable condition. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. No excursions were found. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. The information available for review suggests that vessel characteristics and procedural factors are likely contributing factors. Based on the available information and the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.